Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation. The customer ordered a handle and white guide pump roller to repair the thermogard system. Therefore, service was not required to be performed by zoll. A follow-up report will be submitted if the customer decides to send the device for investigation and service.

Event description:
During the device check, the customer noted a broken handle of the thermogard xp ivtm system (sn (B)(4), and the system intermittently powers on and off. No patient involvement.